Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she woke up the day before and the insulin pump had alarmed unexpected restart from 12 to 6am and blood glucose was 344 mg/dl. The customer stated that the device shut off and the time/date was erased. She did a selftest and it passed but alarm occurred again. Blood glucose value at that time was 105 mg/dl. The alarm history showed 3 occurrences of unexpected restart and external ram crc error alarms. Customer states a temporary basal was programmed before the alarm and the device was not stored or not in use for an extended period of time. Alarm did not occur shortly after inserting a new battery. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had a blank display due to corrosion to the electronics. No alarm or memory anomaly could be verified and the functional testing could not be performed due to the blank display. The insulin pump was received with a cracked display window, cracked case at the display window corners, cracked reservoir tube lip and a cracked reservoir tube.